Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Trend summary analysis: review of all complaints of (B)(4) - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿I chart of (B)(4) fluid leak for saline breast implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening in the anterior side assessed as surgical damage. Additional observations: crease fold observed on the device. Black particle observed on the device. No further actions are required as the device was implanted.